Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the single lumen PICC. The customer reports "there was a leak in the catheter. The leak was underneath the butterfly stabilizer. The leak occurred after 3 - 4 days indwelling."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.